Event description:
During a pci stenting procedure, the balloon of the quantum maverick monorail ptca catheter ruptured. The number of inflations and to what atm is unk. The lesion being treated was a calcified lesion in the proximal left anterior descending (lad) coroanry atery. A zeon introducer shgeath, a runthrough guidewire, a launcher guide catheter, a runthrough guidewire, a launcher guide catheter, an a cypher 3.0mm stent were also used in the procedure. The balloon of the quantum maverick monorail ptca catheter was being used to post-dilate the cypher 3.0mm stent. The producer was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.